Event description:
I was implanted in (B)(6) 2005, just weeks shy of my (B)(6) birthday. I am the proud mother of two children that were (B)(6) at the time. My ob/gyn that I trusted and delivered both of my children highly recommended essure sterilization when I told him I wanted to have my tubes tied. All other birth control I tried (i.e. Pills, depo) wreaked havoc on my hormones and body. My doctor encouraged essure as it had little to no down time and was a quick outpatient surgery. He stated that the only side effects were never being able to have children again (unless I used ivf) and I may have some mild cramping and bleeding for a little bit after the initial surgery. In 2007 I have documentation via my medical records that I complained about the inflammation and pain in my pelvic region, as well as weight gain. My doctor did nothing about my concerns for my pain and as far as the weight went, he suggested I try a diet called (B)(6) that his wife was conveniently a spokes person for. Completely disappointed in this doctor that was the last time I ever saw him. Fast forward of (B)(6) 2013 and a few doctor visits and ultra sounds later all to no avail. The pain had gotten so severe it felt as though my coils were not only going to puncture through my tubes and skin, but that they were radiating heat like there are two miniature curling irons in my tubes that were on fire. My belly was constantly distended and inflamed and in pain. Any exercise only exasperated the issues. My periods were at an all time heavy flow, longest duration, extremely painful, and quite frankly so was intercourse. I have been tested for rheumatoid arthritis because I was having major joint pains throughout my entire body. It came back negative. I did test positive for ebstein-barr, however, which is completely bizarre. My exhaustion has been ongoing from day one but got worse over the years. It felt as though my body was filled with lead. My hormones tested at almost menopausal, I was only (B)(6) at the time of that test. I am now vitamin b12 deficient as well as vitamin d deficient. I have no previous health issues. I had been to physicians, emergency rooms included because of the gut wrenching pain I was in and had ultrasounds and xrays that all suggested my coils were properly placed, it turned out that they were wrong. I found a doctor that agreed to remove my tubes along with the coils. I had a bilateral salpingectomy on (B)(6) 2013. Almost all of my pain went away with exception to some inflammation and twinges of pain. I had a few tests done that showed fragments broke off inside my uterus on each side. The only way to remove them was to remove my uterus. On (B)(6) 2014 I had a laparoscopic supracervical hysterectomy. Now I am dealing with an abscess as a complication. Essure has ruined my body. I also would like to note that, the pet fibers that were supposed to be in my device were almost non-existent at removal, which I believe to be seriously disturbing as the last thing I want is my body absorbing them , and I was given a card from my implanting doctor but it does not have any lot or model numbers on it.